Manufacturer narrative:
Evaluation: results - inherent risk of procedure (migration, endoleak).

Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that approx 18 months post stent graft implant, the pt had another manufacturer's aortic extender implanted due to the migrated stent graft which had resulted in a type I endoleak. The pt returned 18 months later with a type iii endoleak, however, the location of the endoleak is unk. The physician elected to surgically convert the pt to a conventional stent. It was reported that the explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported and the pt is tolerated the procedure.